Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the 1.5 peripheral vision probe broke. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no fragments fell into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 1.5 peripheral vision probe instrument associated with the customer-reported complaint. The instrument was analyzed, and it was discovered that the vision probe had both illumination fibers dislodged and protruding from the distal tip. However, no damage to the pins at the connector body was observed during the inspection. The cable adapter was also inspected, and no moisture or fluid was found. The vision probe was then installed on an in-house system and passed initialization. The led light at the distal tip was illuminating, and a video image was displayed on the monitor. There were additional observations not reported by the site: an air leak test was conducted and failed. A singular bubble was observed surfacing from the distal tip every 10-15 seconds. During visual inspection, it was found that the instrument had white residue on the magnet of the connector body. This residue could not be removed during in-house testing. The product was transferred to engineering for further investigation. During the investigation, it was observed that one of the two illumination fibers was protruding from the distal tip. There was adhesive present on the distal tip of the fiber. The protruding fiber is likely due to a failure of the adhesive bond that secures the fiber in the tip of the probe. The failure is most likely due to inadequate primer or adhesive application during manufacturing.